Event description:
It was reported that the right ventricular lead showed varying r-waves, varying pacing thresholds and a lead dislodgement pre-hospital discharge. A chest x-ray confirmed the lead dislodgement. The safety margins were reprogrammed and the lead was re-positioned. It was noted that the patient was part of the systems longevity study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.